Manufacturer narrative:
Correction: f10 additional information: h6 and h11 h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set broke allowing air in the tubing and blood to back up into the tubing. The patient experienced temporary hypotension due to interruption of vasopressor infusion. Norepinephrine and vasopressin were being infused at the time of this event. There was a replacement of infusion equipment, initiation, and titration of new vasopressor therapy and close hemodynamic monitoring was performed. The patient outcome was not provided. No further information was available at the time of this report.